Manufacturer narrative:
Patient ethnicity and race were unavailable. UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported while navigating, the wrong screw tip was appearing in the software. The site attempted to remove and re-add the instrument and tool card which did not resolve the issue. This issue occurred while actively navigation, and the surgeon decided not to try to reboot the system, and instead continued the procedure by showing a tap and screw size in a projection. There was a surgical delay of a few minutes and there was no reported impact on patient outcome.